Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. A supplemental MDR will be submitted if additional information is received.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, there was difficulty inserting the arterial sheath after using the 8f and 10f dilators. An angiogram revealed a dissection was beyond tip of the arterial sheath in the middle of the common carotid artery. The dissection was also verified via intravascular ultrasound (ivus) during 0.014" guidewire advancement. The physician elected to place an additional stent to cover the dissection, and the procedure was completed successfully.